Event description:
It was reported that the target lesion was located in the left main with mild tortuousity and mild calcification. An unspecified stent was implanted and the 3.5 x 15 mm trek balloon was used to perform post dilatation at 12 atmospheres. The balloon was able to be inflated, however it was not possible to deflate the balloon. The inflated trek balloon was retracted, during which, high resistance was encountered. The patient experienced slight angina during the procedure, but was reported to be fine after retraction of the device. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of angina is listed in the rx trek coronary dilatation catheter (cdc) instructions for use as a potential adverse effect associated with the use of the device. Although a conclusive cause for the reported patient effect of angina, and the relationship to the device, if any, cannot be determined. There is no indication of a product deficiency.

Event description:
Subsequent to the initial report filing, additional information was received stating that during retraction, resistance was encountered both with the anatomy and with the guiding catheter.